Event description:
It was reported that one the cylinders of this ambicor penile prosthesis (app) could not be deflated. A surgical procedure was performed, during which it was noted that the left cylinder had developed a bulge in the silicone; therefore, the existing device was removed, and a new app was implanted. There were no patient complications reported.